Event description:
There was no hemostasis valve on the sheath. Another kit was opened and used. There was nothing to return to datascope for evaluation. (Event complications: unknown- reported 6/13/97. (Pt's current status: unk- rpt'd 6/13/97.)